Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment occurred. The 80% stenosed lesion was located in the mildly calcified and mildly tortuous proximal left anterior descending artery (lad). During the procedure, the end of the wire was broken inside the distal diagonal branch of the proximal lad. An attempt to retrieve the wire was not specified. The pt condition is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).